Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during low anterior resection, the surgeon could not fully squeeze the handle, and could fire the device only halfway. The event occurred twice in a row. Another reload was used to complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury.